Event description:
It was reported that insulin from the reservoir leaked during normal use. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three random sealed reservoirs, performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. All reservoirs connected/locked in place properly.